Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to high blood glucose. The reported blood glucose reading was 242 mg/dl. The customer stated during the initial call that she did not have time to perform troubleshooting. The customer called back, and it was found that the customer wears each infusion set for five days. The customer was advised to change her infusion set every two or three days. Nothing further was reported.